Event description:
The customer complains that a structure (he has contoured gold fiducials in the prostate) is not rendering correctly at obi following cbct. The problem has only occurred since approximately (B)(6) 2011 (when the obi software was upgraded to 1.5.15). Some of the patients for which the anomaly was observed were already under treatment at the time of the software upgrade and the anomaly was not observed prior to the upgrade. A11 3 gold fiducials which are implanted are contoured in eclipse as a single structure (having a total of 0.11 - 0.12 cc typically). The patient brush tool with a fixed size is utilized for contouring, and each seed is contoured on at least 2 consecutive transverse slices. The structure is of default resolution. The 3d image had 0.5 cm slice separation which is fairly large. It is primarily the rendering of the structure in the transverse window which is incomplete at obi. Even more odd, the structure rendering is not consistent from day to day (even for the same patient). Turning the structure "on" and "off" in the dynamic window does not "refresh" the display (the structure rendering of the gold fiducial is still incomplete even after the screen refresh). The anomaly is observed only on a few patients and not even consistently for the same patient; in other words, the structure may render on a patient one day correctly and not on another day.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.